Event description:
As reported by the field, during a coil embolization for a renal artery aneurysm, a logos balloon catheter and an unspecified coiling support microcatheter (mc) were used. The complaint coil, a 8mmx30cm micrusframe coil (mfr180830, 30393168) was used as first coil. It was inserted into the microcatheter as it was pressed against the hub of the microcatheter, but there was a resistance felt before it came out inside blood vessel. It was re-sheathed but the coil part got prematurely detached in a concomitant microcatheter. The microcatheter was replaced with another one (coiling support) and a micrusframe coil (mfrs180830, unknown lot) was used as second coil without any problems. After that, the procedure completed with another different sized targetxl coil(s). There was no patient injury reported. A continuous flush was done. Concomitant devices were a sheath introducer (5fr25 super sheath), a guiding catheter (5fr65 shepherd hook hanaco for angio catheter) and enpower detachable control box (dcb2000500). Additional information received indicted that there was no report that the device appeared damaged. Nothing was noted to be obstructing the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during coil advancement. There was no excessive force applied to the device. There was no report that the procedure was prolonged.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization for a renal artery aneurysm, a logos balloon catheter and an unspecified coiling support microcatheter (mc) were used. The complaint coil, a 8mmx30cm micrusframe coil (mfr180830, 30393168) was used as first coil. It was inserted into the microcatheter as it was pressed against the hub of the microcatheter, but there was a resistance felt before it came out inside blood vessel. It was re-sheathed but the coil part got prematurely detached in a concomitant microcatheter. The microcatheter was replaced with another one (coiling support) and a micrusframe coil (mfrs180830, unknown lot) was used as second coil without any problems. After that, the procedure completed with another different sized targetxl coil(s). There was no patient injury reported. A continuous flush was done. Concomitant devices were a sheath introducer (5fr25 super sheath), a guiding catheter (5fr65 shepherd hook hanaco for angio catheter) and enpower detachable control box (dcb2000500). Additional information received indicted that there was no report that the device appeared damaged. Nothing was noted to be obstructing the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during coil advancement. There was no excessive force applied to the device. There was no report that the procedure was prolonged. The device was disagreed; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30393168 number, and no non-conformances related to the malfunction were identified. Resistance/friction and premature detachment in microcatheter during removal are known potential issues associated with the use of the device. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. The IFU gives instructions for when resistance is felt during delivery of the device. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues. Excessive force applied to a coil through repeated coil deployments or manipulation can increase the possibility of stretching and premature detachment. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.